Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zcb00 21.5 diopter intraocular lens (iol) was explanted from a male patient's right eye (od) due to refractive error. There was no incision enlargement and sutures required. Additionally, there was no patient injury reported. The lens was replaced with the same model lens with a higher diopter (22.5). No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 07/31/2017. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation, but was cut in two pieces that could be related to the explant process. Due to the condition of the returned lens, no further investigation was performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.